Manufacturer narrative:
H3, h6: the bl offset cup impactor universal, part #52856b, sn #(B)(6) , used for surgery, was returned for evaluation. The exterior condition shows moderate wear. The release lever, and its internal components (spring, and a nut) were missing. The reported problem was visually confirmed. Functional evaluation was performed. The reported problem was confirmed. The offset cup impactor universal was disassembled. The release lever, and its internal components (spring, and a nut) were missing. The most likely cause that the bl offset cup impactor universal has been damaged during using, shipping, or processing. A review of the user manual confirmed steps to ensure not to use the product if it was damaged. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a real intelligence cori assisted tha surgery, while impacting, it was noticed that a silver plate came off. After further investigation, it was found that it came from one (1) bl offset cup impactor universal. It was the small plate that is underneath the impactor. A spring, and what appeared to be a nut, were also found to be detached from the impactor. No broken pieces fell into or were left in patient. The procedure was resumed without delay cautiously using the same device, and no injuries were reported as a result.

Manufacturer narrative:
Internal complaint reference: (B)(4).